Event description:
Customer reported via phone, there was a blue dot on the screen and the customer was unable to see the bottom information. The digital screen is cracked and she can't see reservoir, time or battery icons. Customer's blood glucose was 57 mg/dl. Customer dropped the device off the counter top. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.